Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheared guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter. The sample was received assembled. Usage residues were abundant throughout the sample. The catheter was perforated by the needle. The guidewire exhibited complete breaks in the core and coil wires. The coil wire exhibited an elongated region. The weld tip was intact. Microscopic inspection of the needle revealed mechanical damage along the proximal edge of the bevel. Inspection of the wire break revealed a region of increased luster. The wire and catheter damage were consistent with retraction against the needle, causing perforation of the catheter and shearing of the wire. The abundant biological residue and event description indicated that this occurred during attempted device placement.

Event description:
It was reported that the placer "accessed the patient, advanced wire without resistance, attempted to advance catheter and met resistance, withdrew catheter and felt some resistance while doing so, great deal of resistance retracting wire, line was lodged when withdrawn from patient, noticed fraying/sheering."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the placer "accessed the patient, advanced wire without resistance, attempted to advance catheter and met resistance, withdrew catheter and felt some resistance while doing so, great deal of resistance retracting wire, line was lodged when withdrawn from patient, noticed fraying/sheering."